Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited decrease in sensing. X-ray revealed the lead was dislodged. During pocket revision, it was noted that the lead was under tensile stress. The lead was explanted and replaced without any problem. The patient's condition before, during and post procedure was good.